Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a preface sheath and when removing the device from its packaging, the hemostatic valve 'felt different from usual'. The physician touched the sheath and felt a 'sense of abnormality', noting that the valve appeared to be loosely secured to the rest of the device. After a period of observation, the physician decided that they would be uncomfortable using the device, and decided to replace the sheath. The procedure was then completed with a new preface sheath 'without any sense of abnormality' or defect. No patient consequences were reported.